Manufacturer narrative:
G4:02dec2020, b4:03dec2020. H6: patient code updated: the device was reported to have been in testing while being set-up for use, there was no delay in therapy and no patient harm. An authorized service personnel(asp)evaluated the device and confirmed the reported problem. The asp replaced the front bezel to resolve the reported problem with the navigation ring and the device returned to functionality. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4:12feb2021 b4:(B)(6)2021 the replaced front bezel was returned for failure analysis(fi). Fi used a test interlink electronics rotary membrane potentiometer pre-load tester to verify and test its functionality. The failure was confirmed and it was discovered that there was contamination buildup found on the rotary adjustment assembly (nav - ring) matrix that caused the nav- ring not to function. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 18sep2020.

Event description:
It was reported to philips that the device had a navigational ring failure. The device was not being used on a patient at the time of the event. There was no patient or user harm reported.